Event description:
A ds2adv auto CPAP device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was inspected and found burnt pca, ui bezel plus scratched, iso port kit contaminated, inlet/outlet seal contaminated, modem burnt and blower contaminated. Additionally, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.